Event description:
It was reported that during an implant attempt, the lead was tested prior to implanting in the patient and the helix would not extend or retract. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented, the lead was returned with the helix bent. The number of turns to extend the helix is greater than specification due to the bent helix. This is not a lead failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.